Event description:
It was reported that during an unk procedure, instrument did cut, but 1/4 to 1/3 could not be closed by staples. Surgeon needed to stitch it over manually. There were no adverse consequences for the pt. No device will be returning. It was discarded. No further information available.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.